Event description:
Recently there was a blood spill in a shop. When workplace personnel opened the blood spill clean-up kit, they found the gloves had holes. Ultimately 6 kits were opened and 3 were found to contain gloves with holes. There is no expiration date on the kit. Another organization opened a kit and also found the gloves to have holes. When facility first began using the kits in 1995, they were told by the co there was no expiration date. There is a packaging date but not expiration date on the blood spill clean up kit. This potentially created a problem in all areas where thise kits are kept.